Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed 1 additional complaint was received for this production order number related to shipping issue. The complaint was closed as no investigation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was explanted from patient¿s right eye because of patient experiencing blurry vision. Another lens with same model and smaller diopter of +22.0 was used as replacement for the patient. There was no patient injury. No incision enlargement, no sutures and no vitrectomy were required. Patient was doing well. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).